Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7160116.

Event description:
It was reported that the patient stated that during the trial period the pain got worse, and the patient was not getting pain relief. The patient underwent an early lead pull. The trial leads were discarded.